Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported occurrences of fluid leaks from the pca tubing at the tubing-to-male luer engagement during epidural infusions. There was no report of patient harm. Although requested, no specific event dates or patient information was provided.

Event description:
The customer reported occurrences of fluid leaks from the pca tubing at the tubing-to-male luer engagement during epidural infusions. There was no report of patient harm. Although requested, no specific event dates or patient information was provided.

Manufacturer narrative:
The customer¿s report that the pca set leaked at the tubing to male luer engagement during epidural infusions could not be confirmed. Although a photo was supplied from the customer to indicate the leak location, the photo did not provide enough detail to confirm the issue. The root cause of the customer's report was not identified.